Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device qmmaeb batch number, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2022 and suture was used. During the procedure, the problem of pulling off suture needle happened. A new suture was replaced immediately. The doctor was a senior doctor, and the operation was carried out smoothly. There were no adverse patient consequences reported. No additional information could be provided.